Event description:
Following an intravenous infusion of 34.2 mg of tissue plasminogen activator (tpa), two passes with retrieval device was successfully performed to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. After the procedure, intracranial bleeding was confirmed at the treatment side. 28 days post procedure it was confirmed that sequelae remained in the patient, no information was provided as to the nature of the sequelae. The physician stated that it is possible that the intracranial bleeding caused by using the subject retrieval device due to imaging did not show bleeding prior to the procedure and the bleeding occurred at the treatment side. No further information was provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following an intravenous infusion of 34.2 mg of tissue plasminogen activator (tpa), two passes with retrieval device was successfully performed to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. After the procedure, intracranial bleeding was confirmed at the treatment side. 28 days post procedure, it was confirmed that sequelae remained in the patient, no information was provided as to the nature of the sequelae. The physician stated that it is possible that the intracranial bleeding caused by using the subject retrieval device due to imaging did not show bleeding prior to the procedure and the bleeding occurred at the treatment side. No further information was provided.